Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly, and visual inspection. The device was seized. Visual inspection confirmed the components of the device were corroded and affected by debris. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the micro drill medium straight attachment overheated and burnt the patient. Attempts are being made to obtain additional information from the user facility.